Event description:
It was reported that within three days after having a prostate biopsy performed, the patient presented with signs and symptoms of an infection. The guide used in the procedure is reusable and comes with the ultrasound equipment and was sterilized by the hospital prior to the procedure. According to the user facility, their records indicate that the guide was sterilized properly.

Manufacturer narrative:
The device history records were reviewed and confirmed that this lot met all release criteria. The sterilization records were examined. This lot had been processed with ethylene oxide in a cycle which has been validated to ansi-aami-iso guidelines for a sterility assurance level (sal) of 10 (-6). All products in the lot are considered sterile unless the package integrity is compromised. All biological indicator testing for the load has been successfully completed. It should be noted that the user facility reported that this device was used in conjunction with a re-usable probe manufactured by another medical systems. Although the user facility reported that they sterilized the probe prior to use, they were investigating whether improper cleaning of the probe may have contributed to or caused the reported event. See attachment of a similar event reported regarding the use of the re-usable probe in USA today on june 2, 2006.